Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they couldn't get the communicator to connect with the implant, "device not responding" would come up. During call ps walked patient through troubleshooting but this didn't resolve the issue. Patient said that they could no longer feel their implanted device, patient said they had fallen (patient didn't remember when) and had lost weight. Patient said that they didn't think their implant was working and noticed this since around thanksgiving 2024. Patient has an hcp appointment on (B)(6) 2025 and will have device checked by hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.